Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was changing out the cartridge when a malfunction alarm occurred. The customer's blood glucose (bg) level was impacted (301 mg/dl). The customer took a manual injection to address elevated bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.

Manufacturer narrative:
.